Event description:
The customer's blood glucose was unknown. It was reported that the customer's insulin pump alarmed button error. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
No button error alarm noted. Insulin pump had no button response due to corroded keypad traces. Insulin pump had minor scratched display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.